Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI : (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the reverse trigger on the compact air drive device was locked. There were no reports of delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the compact air drive device reverse trigger locked, due to being parched, the device would not run, there was component damage, and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for check power with test bench, check reverse locking mechanism with oscillation saw attachment, and check attachment coupling with oscillating drill attachment. Therefore, the reported condition that the reverse trigger on the compact air drive device was locked was confirmed. The assignable root cause was determined to be traced to user, which is user error.